Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 03.033.001, lot # l750733, release to warehouse date: may 2, 2018, manufacturer: hagendorf, supplier: selzach. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the insert-handle radioluc fem recon nail (p/n: 03.033.001, lot # l750733) was received at us customer quality (cq). Upon visual inspection, it was observed the broken tip of the mating driving cap f/insertion handle was retained in the threaded portion of the insertion handle. No issues were observed with the device. Device failure/defect identified? No, the received condition of the device did not agree with the complaint description and was not confirmed as no fractures/breaks were observed on the returned device. Document/specification review: the current and manufactured revision of drawings were reviewed insertion handle. Conclusion: the complaint condition was not confirmed as no damage were observed on the insert-handle radioluc fem recon nail. There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the following product was found broken: aluminum case, depth gauge, t-handle with quick coupling, two cannulated hexagonal screwdriver, and hexagonal screwdriver. Attached to cannulated power shaft is a large quick coupling that needs to repair. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves (6) devices. This report is for (1) insert-handle radioluc fem recon nail. This report is 8 of 15 for (B)(4).